Event description:
It was reported that laparoscopic cholecystectomy during stapling the device made an unfamiliar noise and the stapler did not work properly during firing. Some staples where not formed and there was some extra blood loss. They opened a new ats to finish the procedure and that one worked as intended. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.